Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced open mesh incision and open cystocele incision. The mesh incision and the cystocele incision were closed after a partial mesh removal was performed. Later, an excision of the entire exposed cystocele mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.